Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was maintained properly and was aspirated and flushed with each exchange. The sheath was noted to no longer aspirate after right atrium mapping and was removed over a wire. Large thrombus was found inside of sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). Computed tomography (CT) and fluoroscopy imaging was performed to rule-out thrombus pre-procedure. The procedure was performed on uninterrupted anticoagulation regimen. The patient has been discharged. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Despite good faith efforts to obtain the information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.